Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7071565.

Event description:
It was reported that the patient had an infection. Symptoms of redness, swelling, and drainage were noted. The patient was placed on antibiotics and underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were discarded.